Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that during follow up in clinic, a patient presented with a right atrial lead that exhibited no capture. Upon x-ray it was seen that the lead had dislodged. Physician explanted and replaced the lead. The patient was recovering.